Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the infusion set was not properly inserted into the body. Blood glucose level at the time of incident was 424 mg/dl but no symptoms or treatment were recorded. Troubleshooting occurred and resolved. Product will not be returned for analysis.